Event description:
Customer's daughter reported hospitalization due to high blood glucose. Caller stated that customer is dizzy and vomiting. Customer has a head and elbow wound after a fall at home. The blood glucose reading is 433 mg/dl. Customer was transported to hospital via ambulance. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.